Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inductive interrogation failed to interrogate a pacemaker due to the battery being beyond elective replacement indicator, but the battery status could not be determined other than eri assumed. The pacemaker was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The device was received from the field in backup condition which occurred post-explant consistent with battery fluctuation from exposure to cold temperature. After replacing the original battery and re-loading the product code without anomaly, the device was tested under nominal conditions and results indicated normal functionality. The device voltage was lowered to near end of service level and interrogated, the device communicated normally, and maintained communication with the programmer without any issue. Total projected longevity based on field settings is 8.52 years; implant duration is 10.5 years which exceeded projected longevity and it is considered normal battery depletion.